Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The patient presented due to coronary artery disease (cad). Vascular access was obtained via the radial artery. The 28x3.0mm, de novo target lesion was located in the left anterior descending (lad) artery. After deploying a 3.00x28mm promus element¿ plus drug- eluting stent (des), orthogonal view was performed and a distal edge dissection was noted. A 3.00x20mm promus element¿ plus des was then deployed to cover the dissection. No further patient complications were reported and the patient's status was stable.